Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance software, there was an inaccuracy.

Event description:
It was reported that during a case using the spine guidance software, there was an inaccuracy.